Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient identifier- (B)(6). Patient's age- (B)(6). Patient's sex- female. Patient has an average build and good bone quality. Device available for evaluation: device returned- jun 22, 2017. Date received by manufacturer: jun 22, 2017. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a knee arthroplasty, it was discovered the articular surface had a deformation in the slot . No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(4). Visual evaluation of the returned articular surface shows that the dovetail feature is flared out. Deformation is on the anterior side, and the left posterior inferior side. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.